Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. During functional analysis, the podj could not be advanced out of its introducer sheath. Conclusions: evaluation of the returned device revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the podj mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced during subsequent advancement of the podj. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and have may have occurred during packaging for return. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a varicocele using pod packing coils (podj's). During the procedure, the physician successfully deployed and detached one pod4 and two podj's into the patient using a lantern delivery microcatheter (lantern). While attempting to advance a new podj through the lantern, the physician encountered resistance and was unable to advance the coil into the lantern. Four attempts were made to advance the podj but were unsuccessful. Therefore, the podj was removed and the procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.